Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing a mechanical issue. During the procedure, fluid loss was identified in the right cylinder. Both the outer silicone wall and the inner dacron layer were found to be ruptured. The cylinder was difficult to remove as tissue had become incorporated between the layers, which caused additional damage during removal. All components were replaced, and the device was disposed. There were no further patient complications reported.